Manufacturer narrative:
Correction: d1, d2, d3, d4.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted patient presented in the hospital for an unrelated lead revision. During the procedure, it was noted the patient's right atrial (ra) lead was oversensing noise. The ra lead was capped and replaced. The patient has been discharged.